Manufacturer narrative:
Date sent: 03/18/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device stopped forming clips. Used another like device to complete the case with no pt consequence.